Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the field service engineer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.